Manufacturer narrative:
Reporter's name and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had a hole in near the muffler, an oil leak from the lever guard and its rotations per minute (rpm) were below specification. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a hole in the hose near the muffler in zone one, the rotations per minute (rpm's) were below manufacturing specification and the lever guard was leaking oil. The device also failed pretest for initial rotational speed. Therefore, the reported condition was confirmed. It was determined that the vanes were worn causing the rpm's to be below specification and that the seal housing was worn causing the oil leak the assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.